Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost"; and "the health of the bone and gums which support the teeth may be impaired or aggravated"; and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth." The potential root cause is unknown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the reported symptoms. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.

Event description:
The patient reported the extraction of tooth ul7 due to fracture. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. It is unknown if the patient is continuing the use of the aligners.